Event description:
The device was initially forwarded to resmed for routine servicing with the customer (dme) comment "hepa filter is black". Subsequently, the pt's nurse informed resmed that the pt developed a black spot on their lung and requested that the grayish material found on the unit during resmed's routine servicing be analysed, to determine if its related to the black spot found on pt's lung.

Manufacturer narrative:
During the customer's (dme) initial request for routine servicing, the report for "hepa filter is black" was not confirmed as the filter was not returned to resmed. However, resmed technician performed routine inspection (internal components of the device were inspected, mounted and secured in position) and recorded that he observed presence of grayish material on motor/blower. Unit is sent to the design house (resmed ltd-(B) (4)) for further evaluation.